Event description:
The user received questionable results for ion selective electrode potassium (potassium) on the cobas integra 400 plus analyzer for one patient sample. The original result was 2.7 mmol/l; the repeat result was 4.1 mmol/l. The patient was not affected as the original result was not reported outside the laboratory. The potassium electrode lot number was not provided. The field service representative determined the cause was a damaged sample probe. He replaced the probe. Performance tests were run with no further problems found and results acceptable.